Event description:
It was stated that the customer had a low blood glucose reading of 33 mg/dl and was in an automobile accident. The customer was taken to the hospital for treatment. The customer was wearing the insulin pump at the time of the accident and had changed the infusion set two days prior. Troubleshooting was performed and the basal rates were programmed correctly. The time was off by an hour and it was explained to the customer's wife that having the wrong time would affect the basal rate delivery. The customer does not understand how to use the bolus wizard and the wife requested more training.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report completed to the best of our knowledge. No conclusion can be drawn at this time.